Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the consultant used the manta device at the end of the tavi procedure. But experienced some difficulty when pushing bypass tube into the manta sheath. He was able to push in bypass tube and proceed with medium force to complete deployment without having to change for a new device or open another manta device.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f ce manta was planned for closure in the left common femoral artery. Depth deployment measurement noted at 3cm + 1cm. Access was gained utilizing micropuncture. Procedure requirements indicated in the IFU list: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. During deployment, the physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. With medium force, the physician was able to complete the deployment, successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.